Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, mildly tortuous mid left anterior descending artery. Pre-dilatation was performed prior to the attempt to cross with the 2.75x38 mm xience prime stent delivery system (sds); however, the sds would not cross. During the many attempts while using force to cross the lesion, the proximal shaft of the sds separated. The sds was removed from the patient without issue and a new same size xience prime was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - excessive force. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.